Manufacturer narrative:
(B)(4). Diabetes mellitus is a known contributor to hypoglycemia and the loss of consciousness.

Event description:
Patient contacted dexcom on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies and an adverse event that occurred on (B)(6) 2015. Patient stated that the cgm device was reading 255mg/dl, with double arrows indicating rising glucose, and she treated herself with a double dose of insulin. Patient did not confirm the cgm reading against a bg meter prior to giving herself the medication. Patient then took another reading and the cgm displayed 254mg/dl while the bg meter displayed 70mg/dl. Patient lost consciousness 15 minutes after medicating with insulin. Patient's sister found her and administered glucagon. Patient indicated that she would follow-up with her physician. At the time of contact, patient was in good condition. No additional event information was provided. The complaint device was not returned for evaluation and data was not provided, therefore, the reported complaint of inaccuracies cannot be confirmed. Additionally, patient based treatment off of cgm values. The dexcom g4 platinum continuous glucose monitoring system user's guide states: do not use the dexcom g4 platinum system for treatment decisions, such as how much insulin you should take. The dexcom g4 platinum system does not replace a blood glucose meter. Always use the values from your blood glucose meter for treatment decisions. Blood glucose values may differ from sensor glucose readings. Using the sensor glucose readings for treatment decisions could lead to low or high blood glucose value.